Manufacturer narrative:
Covidien reference: (B)(4). One endobronchial tube was received for investigation. A visual inspection was performed and found that the stylet was not included. Further examination showed air contained in both cuffs. The tracheal and bronchial cuffs retained 1ml of air. Both cuffs were re-inflated and deflated without any issues or restrictions observed. The customer reported malfunction was not verified and the cuffs were found to be functioning as intended. The customer reported malfunction was not verified.

Event description:
A report was received stating an endobronchial cuff did not deflate as it was intended. There was no patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).